Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was in critical override mode. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override. A field service engineer found the station database corrupt, dropped the database, and re-synchronized it. The fse then disabled power-saving settings on both nics (network interface card). Then system and application logs were saved to the d drive to resolve. Function checks were performed and completed successfully. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was in critical override mode. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.